Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an off no power anomaly. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump was received with a failed battery test alarm during the testing due to a corroded battery tube. Unable to perform the functional tests or verify the off no power anomaly due to the failed battery test alarm. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.